Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed ui pcb assembly and observed that one of the two power switches, designator sw36, was worn. Lead switch, designator sw32, was also worn. As a result, it required extra pressure to activate. The sc pcb assembly was an ancillary part and there was no failure. The cause of the reported power cycling issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the lead button would only respond intermittently. This was observed during a servicing activity and there was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the on button required several presses in order to power the device on. Additionally, the device cycled power by itself when attempting to power it off.